Event description:
Brush heads start to sit loosely on the hand piece...brush head comes loose - oral-b [device connection issue] case narrative: male consumer via phone stated that the oral-b toothbrush heads started to sit loosely on two different oral-b toothbrush hand pieces after a short period of time, and the oral-b toothbrush head came loose mid-brushing. No injury was reported.

Manufacturer narrative:
Product return was requested or its in transport. Evaluation will occur upon receipt of product return

Manufacturer narrative:
07-may-2024 product investigation results: complained product received - user handling was identified as root cause for the complaint.

Event description:
Brush heads start to sit loosely on the hand piece...brush head comes loose - oral-b [device connection issue]. Case narrative: male consumer via phone stated that the oral-b toothbrush heads started to sit loosely on two different oral-b toothbrush hand pieces after a short period of time, and the oral-b toothbrush head came loose mid-brushing. No injury was reported. 07-may-2024 product investigation results: the suspect product was confirmed to be oral-b rechargeable toothbrush handle 3764. The concomitant product was confirmed to be oral-b power oral care refills. No injury was reported.